Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The surgeon reported a suction break occurred in right eye while performing a lasik procedure. The doctor reapplied the suction and continued with flap creation. The procedure was completed. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye. Additional information was received, which informed that there was no patient harm. No further information is expected.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The system history shows that the laser was verified successfully prior the date of treatment. A review of the technical service on-site showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to, and after, the day of the event. Review of the logfile confirmed treatment was aborted by the user releasing the laser pedal and pressing the vacuum pedal which shuts down the vacuum pumps. Treatment was restarted by the user and could be performed successfully. Treatment was aborted by the user releasing the laser pedal and pressing the vacuum pedal which shuts down the vacuum pumps. The manufacturer internal reference number is: (B)(4).